Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump battery depleted. The customer¿s blood glucose (bg) level was 430 (mg/dl). A manual injection was administered by the school nurse to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.